Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8703w, lot# l36202, implanted: (B)(6) 1995, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
On 2016-03-21, information was received from a healthcare provider (hcp) regarding a female patient who was receiving an unknown drug via an implantable pump for non-malignant pain and chronic low back pain. On an unknown date, the patient experienced back pain. The patient was to have a lumbar spine magnetic resonance imaging (MRI). Additional information was received from a hcp on 2016-04-19. The hcp reported that the pump was delivering dilaudid (20 mg/ml at 8.510 mg/day), bupivacaine (20 mg/ml at 8.510 mg/day), and clonidine (400 mcg/ml at 10.21 mcg/day) at the time of the event. The medication lot number was provided as 142929. The therapy start date for all the aforementioned medications was provided as (B)(6) 2016 and the therapy was ongoing. The other medications that the patient was taking at the time of the event were aspirin, hydrocodone 75/325, protonix, multivitamins, synthroid, tizanidine, and b12. The patient is allergic to penicillin. The patient complained of chronic pain in the low back that had been there for years. The patient reportedly had a flare up for the last 3 weeks. An MRI was performed. The patient was given an intrathecal pain pump adjustment. The back pain had not resolved and the patient rated her pain as 6 out of 10, on a scale of 1-10. Additional information was received from a hcp via a manufacturer representative (rep) on 2016-06-20. The rep reported that he was notified on 2016-06-20 about a catheter revision case scheduled for (B)(6) 2016. The rep reported that the hcp stated that the patient had a 4-6 month history of progressive increase in pain and the hcp attempted to aspirate drug from the catheter access port (cap), but was unable to do so. A supplemental report will be provided if additional information becomes available.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the patient wasn't able to go through with catheter revision surgery due to cardiac issues. The revision had to be cancelled. The rep had not been informed that it had been rescheduled yet. There's no time for revision right now. Another supplemental report will be provided if additional information becomes available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.